Event description:
It was reported that during an oesophagectomy procedure, both super jaw jammed during the case and therefore the knife would not fire. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information did the surgeon press the energy activation button? (The energy activation button unlocks the I-blade knife. The I-blade knife cannot be advanced to transect tissue without fully pressing the energy activation button. ) yes he pressed the activation button but I suspect that he did not pull the button back enough to unlock knife blade as the surgeon is very inexperienced with super jaw. Did the surgeon hear the tone changes. Tone 1 is heard when the energy activation button is pressed. Pressing the energy activation button energizes the jaws and begins coagulation of the targeted tissue. Tone 1 is heard as energy is delivered to the grasped tissue. Tone 2 is heard when tissue impedance threshold is reached. This is when the tissue is transected and the tissue collapses during coagulation. The I-blade knife is ready to be fully advanced. Tone 3 is heard when the cycle is complete. After the closing handle is fully closed, the I-blade knife is fully advanced, and the tissue impedance threshold has been reached, the cycle is complete and automatically stops delivery of energy. Yes all tones were heard. I have looked at both devices and both blades can be advanced. I think it is likely to be user error.

Manufacturer narrative:
(B)(4). Added additional information: the devices were received in good condition. The jaws opened and closed normally during mechanical testing on both devices. The devices were tested on the generator and passed all functional testing. The energy output delivered from both devices was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there were no anomalies noted with the functionality of either device.